Manufacturer narrative:
Device investigation details: a photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, a breakage was observed in the peek housing leaving a gap in the peek housing with internal wires exposed; but not complete separation from the tip. The potential cause of the damage could not be determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under PMA # p030031/s078. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the tip of the catheter was broken. It was reported that during the surgery, when inserting the catheter into the sheath, it was found that the tip of the catheter was broken. The damage did not result in any lifted or sharp rings. The catheter was no pre-shaped and a synaptic, 8.5f was used. A second catheter was used to complete the operation. There was no adverse event reported on patient; the catheter was not entering the body.

Manufacturer narrative:
On 27-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).